Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contact also the insulin pump had missing segments due to cracked zebra connector at the lcd board. However, the insulin pump powered up and tested with a test battery cap. All operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. No unexpected motor or insulin pump clicking anomaly during delivery were noted. The motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, minor scratched lcd window and missing the end cap sticker.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose was unknown mg/dl. The customer's mother stated that the device was clicking loudly during delivery and insulin wasn't coming out. The customer's mother does have the device with her, and cannot troubleshoot. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.